Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the loading circle was continuously displayed on the screen, and the newly admitted patient did not cross over into the system. A technical support specialist (tss) connected with the integration engineers (iest) team and confirmed that the issue had been resolved, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es ER dept, circle showing a loading screen and newly admitted patient was not crossing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es ER dept, circle showing a loading screen and newly admitted patient was not crossing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.